Event description:
It was reported the patient¿s pump was refilled on (B)(6) 2013 and had issues begin the following day. There were no issues present until the refill occurred. The outer part of the pump site was swollen, tender to the touch and was described as ¿sharp pain.¿ the patient was flush in the face and felt her ¿head was on fire,¿ and as though ¿fire was shooting from the pump to her head.¿ it was said the patient had a hard time communicating. The patient ¿typically did well¿ with the pump and was able to walk, however the patient was said to have been ¿confined¿ to a wheelchair and was unable to feed herself. Two days prior to this report date, the patient had spasms on the couch and fell off. The patient also had spasms on the day of this report. The patient was hospitalized for five days, the week prior to this report date, due to spasticity and spasms. The patient was ¿back in the hospital¿ on the day of this report. The patient was started back on oral baclofen. The day after the refill, the daily dose of the oral baclofen was increased from ¿1100/ day to around 1300/day.¿ additionally, she was taking valium. The behaviors exhibited from the patient were said not to be typical behaviors, even prior to when the pump was implanted. Ever since the pump was implanted, the patient was described to be ¿sometimes as stiff as a board¿ and ¿sometimes as loose as (B)(6).¿ the health care provider stated the patient ¿may have an infection internally.¿ the caller said infections typically cause the dystonia to flare up. The patient was reportedly on long term antibiotics. An indium dye study was finished on the day of this report, and was ¿normal.¿ the caller questioned if the patient may have received ¿bad baclofen¿ in the pump. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-1, lot# n188493, implanted: (B)(6) 2009, product type: accessory; product ID 8709sc, lot# n186933015, implanted: (B)(6) 2009, product type: catheter; product ID 8709, lot# j11272r09, implanted: (B)(6) 2002, product type: catheter. (B)(4).